Event description:
Customer reportedly rec'd the following results on the compact plus system within 10 minutes: 93 mg/dl, 24 mg/dl, and 163 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.